Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.4 cm. External abrasion breaching the outer insulation and exposing the outer coil was found at 11.7 ¿ 11.8 cm from the connector pin. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.